Event description:
It was reported to st. Jude medical that the pt received inappropriate therapy due to noise on the ventricular lead. Technical services evaluated the faxed electogram (egm) and noted that the noise seemed to be consistent with that of a lead fracture. Technical services discussed performing a chest x-ray and positional testing. The pt was admitted to the hosp and the device programmed off with external monitoring provided. It was later reported that the lead was explained due to a fracture.